Event description:
It was reported that during reprocessing of the prograsp forceps instrument, the instrument's shaft was noted to be bent. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the visual inspection found that the instrument's shaft was not bent. Failure analysis investigation found the following additional damages to the instrument: one grip close cable was derailed at the distal idler pulley. The grips opened and closed; however, the movement may not be precise. The cable derailment likely occurred as a result of the cable losing contact with the pulley during articulation of the wrist. The fleet angle between the proximal and distal pulleys may have contributed to the cable derailment. The pitch cable at the distal clevis was frayed at the hub. The clevis did not exhibit any damage. The edge of the distal pulley had an indentation and the surface of the pulley had visible scratches. The main tube also had various scratch mark exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damages to the instrument's pulley and main tube were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.